Event description:
It was reported that prior to the procedure, the handpiece was leaking oil and water in the sterilization tray. There was no pt involvement and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. According to the quality engineer, oil was discovered in the hose of the handpiece. This was most likely caused by a build up of oil in the handpiece during regular use. Over time the oil build up can reach a critical level and start coming out in the sterilization process.